Manufacturer narrative:
A full osseotite® tapered implant returned for inspection confirmed to contain the reported fractured screw, which were too badly damaged to be removed. The drive feature of the implant is stripped and no longer functional. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual instrm rev c 09/16 information identified: the biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of biomet 3i titanium abutment screws, it is recommended to torque at 20ncm. Complaint indicates screw fracture, which necessitated implant removal. The alleged event was confirmed following inspection. A root cause for the complaint could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Complainant stated that the prosthesis screws (iuniht) fractured inside the implant (ifnt411). The doctor was unable to remove the screw from the implant. The implants were consequently, explanted.